Event description:
It was reported that the caller was updating time, personal profile, or biq/ciq settings, which resulted in a low blood glucose reading. There was no adverse impact to the customer's blood glucose level. The customer drank juice to address the low blood glucose, and cts assisted the caller in updating the target blood glucose setting and advised them to consult with their healthcare provider whenever settings are updated.